Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples cannot come out of the stapler. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600308 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/23/2016. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted: 13 staplers were taken from the current production (vistat) the samples were functionally inspected (fired) and issue reported "staplers stuck in unit" was not observed in the current manufacturing process, staples were able to be closed. Failure mode "staplers stuck in unit" was unable to be confirmed with the picture that was submitted. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
The staples cannot come out of the stapler. There was no patient injury.